Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-15079. Related manufacturer reference number:2017865-2021-15078. It was reported that the patient presented in the emergency room. Upon review, atrial and right ventricle leads exhibited over-sensing noise episodes. Inappropriate mode switch was noted on the atrial lead. The pacemaker exhibited missing electrograms. No intervention was performed. No patient consequences.